Manufacturer narrative:
The initial MDR 1226181-2016-00047 was filed on february 04, 2016. The first supplemental MDR 1226181-2016-00047_s1 was filed on february 08, 2016. Additional information (02/15/2016): a siemens headquarters support center (hsc) specialist reviewed the instrument data and service report. The hsc stated that there was no indication of sample mix, reagent delivery or calcium contamination issues. Quality control (qc) was within the acceptable range, prior to the discordant result. The cause of the discordant, falsely low calcium result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The initial MDR 1226181-2016-00047 was filed on february 04, 2016. Additional information (01/13/2016): a siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse performed a system check, preventive maintenance and probe maintenance. The cause of the discordant, falsely low calcium result on one patient sample is unknown.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. Quality controls at the time of discordant result were within acceptable ranges and the sample resulted as expected upon repeat testing on the same instrument. Siemens healthcare diagnostics is investigating the issue. The cause of the discordant, falsely low calcium result on one patient sample is unknown.

Event description:
A discordant, falsely low calcium (ca) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting higher. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium result.